Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion issue was observed on the ra lead. Noise was reproduced via isometric testing. Patient did not feel dizziness. The cause of the noise was unknown and no malfunction was alleged. No intervention was performed. Patient was stable.